Event description:
It was reported that the device had stopped working. When the patient returned to the health care facility a practitioner nurse spent two hours trying to troubleshoot. Treatment continued with an alternate device. No injuries or adverse event reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that the device stopped working. Single use negative pressure wound therapy devices can be returned for complaint investigation purposes. As the device was not returned, a thorough product evaluation could not be carried out. However, we were able to make a review of possible root causes. Potential causes for the issue experienced are: the device detected a high air leak that was not fully rectified. To rectify air leaks the dressing should be fully smoothed down and the fixation strips applied. Also it should be ensured that the tubing is connectors are securely fastened. The tubing was trapped, kinked or folded over causing a blockage. The batteries needed to be swapped. The device detected unsafe use readings and entered a non-recoverable error state. This is a patient safety feature in which the device must be removed and swapped. On this occasion we have been unable to confirm a relationship between the event and the device. The root cause remains undetermined. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.